Event description:
Event description guidant received information that a patient with this cardiac resynchronization therapy device (crt-d) died approximately five weeks after the implantation. This patient had very severe heart disease and the physician attempted a bi-v device but was unable to insert the left ventricular (lv) lead due to tortuous anatomy so the lv port was capped. According to the patient's wife, there was a perforation, requiring a chest tube placement. The local guidant representative, who was present during the procedure, was not aware of any perforation. The patient was seen again in clinic about three weeks later and there was no record or mention of a perforation. At this time, the patient was in atrial fibrillation but was too ill for a cardioversion. He also had severe mitral valve regurgitation.